Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient paged with constant backup battery alarms. They ended up coming into the emergency department. Once there, the emergency backup battery (ebb) was exchanged but the alarms continued. All connections were checked, and the backup battery was disconnected and reconnected, but nothing seemed to fix the alarm. After this trouble shooting, a controller exchange was performed. Once the controller was exchanged the alarms stopped. Log files captured backup battery faults starting (B)(6) 2023 at 19:25 that continued for the remainder of the log. It appeared that the controller failed the ebb load test. No further alarms were reported after the controller exchange.

Manufacturer narrative:
Section d1, brand name: corrected; section d4, catalog number: corrected; section d4, primary UDI number: corrected; no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed based on the information recorded in the log files. The log files were successfully retrieved from the returned system controller, serial number (B)(6). The event log file contained data recorded from 10dec2023 to 12dec2023. The system maintained the set speed with no active alarms until 12dec2023 when at 19:25 a backup battery fault alarm associated with an ebb load test fail (error code f36) became active. The system continued to operate with the active alarm until the driveline was disconnected. There were two episodes (at 21:22 and at 21:24) where the alarm was briefly cleared. The periodic log file contained events recorded from 31oct2023 to 12dec2023. The recorded data did not add any new information regarding the reported event. At the time the log file was collected the backup battery in use was serial number (B)(6) with a manufacture date of 15sep2023. A specific root cause for the backup battery fault alarm was not able to be determined. The returned heartmate 3 system controller was functionally tested and found to perform as intended. The controller operated a mock circulatory loop for an extended period of time without issue. During this timeframe, the backup battery passed a multitude of load tests. Additionally, the controller passed multiple self-tests and the backup battery fault alarm was not able to be reproduced. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. Abbott will continue to monitor and investigate reports of similar events. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The backup battery, serial number (B)(6), was also observed to pass all initial manufacturing testing per the manufacturing test datasheet. Heartmate 3 patient handbook rev d, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), rev c, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook rev d cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use, rev c, under section ¿system operation¿ covers the system controller backup battery power and replacing a backup battery in the system controller. All the steps to replace the backup battery are addressed in this section. No further information was provided. The manufacturer is closing the file on this event.